Event description:
Boston scientific received information that during a scheduled echo procedure, interrogation of this right ventricular lead revealed high out of range impedance measurements and noise on the electrogram. The device was reprogrammed and a revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was reinserted into the lead barrel and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time. This lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. When the pocket was opened, visual inspection revealed the lead had not been inserted fully into the lead barrel. The lead was able to be removed without turning the setscrew. The lead was reinserted and it was thought the issue was resolved.